Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735994 (serial/lot: unknown) h6) multiple annex a codes were applied to capture this event. A1102 captures the errors and a13 captures the network information issues. H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H3, h6) the product ID 9735994 (serial/lot: unknown) was returned to the manufacturer and is pending analysis. Codes b21, c21, and d16 are applicable. H3, h6) additional troubleshooting was performed for this event. All the cables into the router were reseated. When booting up the system with the camera cart disconnected, the camera cart would not mirror the main cart after being connected. The carts were turned off and back on together and the camera cart was able to mirror the main cart and self-test displayed as "connected" status to both the main and camera cart uninterruptible power supply. In the internal network status tab in self test, everything was green on the camera cart. The checkpoint and endpoint were unavailable in self-test. "Dummy" network information was attempted to be input and when saving the information, there was a pop-up window that would reach step 1/5 and then time out with the runtime error "no route to host" from the initial issue occurrence. The lights were confirmed to be on the ethernet connections to the computer as expected and the ethernet cable from the computer to the router was seated in the right-most port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to connect the site's medtronic imaging system with the navigation system, they were not able to refresh the navigation system's current network information. Under self-test, they were unable to see the internet protocol (ip) info or media access control (mac) address. When refreshing the network information, the firewall status would time out and all fields would say "error". There was troubleshooting present. It was reported that the system was rebooted with no change. The network configuration was attempted to be set and a runtime error was seen. There was no patient involvement.

Manufacturer narrative:
H3: analysis was performed for product 9735994, lot number nx2103o10235. It was reported that upon initial connection, the returned checkpoint was unable to connect to test bench system and was unable to ping. Once it was reset to factory default, it now pings on all ports with zero percent package loss. Codes b01, c10 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.